Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related issue.

Event description:
Patient presented with little range of motion in the knee joint due to scarring and minimal activity. During surgery, the surgeon revised the tibial insert to a thinner size. A second insert was opened due to tissue impingement with the first insert.